Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. The sensor kit expiration date is 30-nov-2020. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that during the adc freestyle libre sensor application, the sensor failed to insert. As a result of being unable to monitor glucose levels, the customer experienced sweating, dizziness, confusion, blurred vision, and a loss of consciousness. The customer was incapable of self-treating and the paramedics were called. Glucose injection and glucose tablets were given for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.